Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used for derma suturing of an abdominal closure. During the procedure, as the suture was kinked, it was hard to knot with instrument tie. There were no adverse patient consequences.